Event description:
It was reported that the right ventricular lead exhibited diminished r waves of 1.5 - 2.0 mv. Microdislodgement of the lead was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.